Manufacturer narrative:
Complaint trending report review for the architect anti-hbc ii assay determined that there were no trends associated with the complaint issue. Return testing was not completed as returns were not available. Since the reagent lot was not provided lot specific analysis could not be performed. A review of the product quality history for the assay did not identify issues associated with issue. Additionally, labelling was reviewed and found to adequately addresses the current issue. No systemic issue or deficiency of the architect anti-hbc ii assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hbc ii, list 8l44, that has a similar product distributed in the us, core, list number 6l22. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided. Refer to related manufacturer report numbers 3002809144-2020-00131 for the device evaluation of the architect anti-hbc igm assay and 3008344661-2020-00017 for the device evaluation of the architect hbsag assay.

Event description:
The customer obtained (B)(6) architect hbsag, anti-hbc ii and anti-hbc igm results for one donor. The customer indicate the sample generated (B)(6) results for hbv-dna nat and anti-hbs (B)(6) assays from roche. No impact to patient/donor management was reported.